Event description:
It was reported that one of the pins in the cf card slot was bent.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of one of the pins on the cf card slot being bent was confirmed via visual analysis of the returned unit. The heartmate system monitor (serial number (B)(4) was returned and evaluated at the european distribution center on (B)(6) 2022. During the evaluation, the monitor¿s data card reader was observed, and a bent pin was found, confirming the reported event. A power on/off inspection was completed, and the system booted up as intended. No functional test was performed at this time. A new main printed circuit board (pcb) was installed in the system monitor and that resolved the reported issue. The system monitor was then functionally tested, and the unit passed all steps without issue. Preventative maintenance was then performed on the unit. No other testing was completed at this time. The root cause for the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate system monitor (serial#: (B)(4) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.